Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the surgeon suspected the stimloc provided in the lead kit may have failed, causing 3 cm post-implant lead retraction. The culprit component was "cam lock mechanism", which was observed to be disengaged upon revision procedure 2 days after the original lead placement. A possible contributing factor would have been unintentional distal traction. No troubleshooting, lead was simply externalized and re-advanced to target using o-arm. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.